Event description:
Burn, felt the burning, stinging as soon as the air hit it [thermal burn]. Three blisters on her deltoid, blisters had enlarged to the size of dimes. Did not check the skin under the heatwrap while wearing the product. [Intentional device misuse]. Itching [pruritus]. She had to drain the blisters [blister rupture]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and expiration date unknown) from (B)(6) 2015 for stiff neck and deltoid (the upper outer part of her arm) pain. The patient's medical history included sensitive skin. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. She mentioned she has used the one on the back of her neck and on her back before and never had this happen. On (B)(6) 2015, the patient reported she used the heatwrap as she was sore from lifting stuff, getting ready for (B)(6). She used the heatwrap from 10:00 am until around 1:30 pm (3-4 hours) on her right arm, deltoid area (the upper outer part of her arm) when she noticed her arm getting uncomfortable with a little burning and stinging. She thought this was just because the heatwrap was getting hot. When she removed the heatwrap, she noticed a burn with 3 blisters on her deltoid. The patient stated she felt the burning, stinging and itching as soon as the air hit it. She did not check the skin under the heatwrap while wearing the product. The patient reported she iced her burn and left it unwrapped overnight. She mentioned she had been wearing a tank top when using the heatwrap and attached the heatwrap adhesive to her body. On the morning of (B)(6) 2015, the patient reported she woke up and her blisters had enlarged to the size of dimes. She stated she had to drain the blisters and put an unspecified antibiotic ointment on them before dressing to prevent them from popping under her clothing and her shirt sticking to her arm, causing more discomfort. The patient was hoping the burns did not scar. She did not consult a healthcare professional at the time of reporting, but planned to go to urgent care after work. She is not currently under the care of a physician for any medical condition. The patient assessed her skin tone as light to fair. She denied having any abnormal skin conditions, diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient did not exercise while using the heatwrap, she was cleaning and walking around the house. She reported she read the usage instructions prior to using the heatwrap. The patient previously used other heat products for pain relief on unspecified dates without experiencing any problems. She denied taking any medication including over-the-counter, herbal, nutritional or any applied products to the skin during the time the problem was experienced. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included draining of the blisters and an unspecified antibiotic ointment. Clinical outcome of the events burn, blister, blister rupture was not resolved. Clinical outcome of the event itching was resolving. Clinical outcome of the event device misuse was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, blister, and intentional device misuse (considered contributory to the sae) as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pruritus and blister rupture are assessed as associated with the device use.

Event description:
Event verbatim [preferred term]. Did not check the skin under the heatwrap while wearing the product [intentional device misuse], burn, uncomfortable with a little burning and stinging/3 blisters on her deltoid, blisters had enlarged to the size of dimes [burns second degree], she had to drain the blisters [blister rupture], itching [pruritus], used the heatwrap on her right arm, deltoid area (the upper outer part of her arm) [device use error], , narrative: this is a spontaneous report from a contactable consumer. A 44-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and expiration date unknown) from (B)(6)2015 for stiff neck and deltoid (the upper outer part of her arm) pain. The patient's medical history included sensitive skin. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. She mentioned she has used the one on the back of her neck and on her back before and never had this happen. On (B)(6)2015, the patient reported she used the heatwrap as she was sore from lifting stuff, getting ready for christmas. She used the heatwrap from 10:00 am until around 1:30 pm (3-4 hours) on her right arm, deltoid area (the upper outer part of her arm) when she noticed her arm getting uncomfortable with a little burning and stinging. She thought this was just because the heatwrap was getting hot. When she removed the heatwrap, she noticed a burn with 3 blisters on her deltoid. The patient stated she felt the burning, stinging and itching as soon as the air hit it. She did not check the skin under the heatwrap while wearing the product. The patient reported she iced her burn and left it unwrapped overnight. She mentioned she had been wearing a tank top when using the heatwrap and attached the heatwrap adhesive to her body. On the morning of (B)(6)2015, the patient reported she woke up and her blisters had enlarged to the size of dimes. She stated she had to drain the blisters and put an unspecified antibiotic ointment on them before dressing to prevent them from popping under her clothing and her shirt sticking to her arm, causing more discomfort. The patient was hoping the burns did not scar. She did not consult a healthcare professional at the time of reporting, but planned to go to urgent care after work. She is not currently under the care of a physician for any medical condition. The patient assessed her skin tone as light to fair. She denied having any abnormal skin conditions, diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient did not exercise while using the heatwrap, she was cleaning and walking around the house. She reported she read the usage instructions prior to using the heatwrap. The patient previously used other heat products for pain relief on unspecified dates without experiencing any problems. She denied taking any medication including over-the-counter, herbal, nutritional or any applied products to the skin during the time the problem was experienced. Action taken with the suspect product was permanently withdrawn on (B)(6)2015. Clinical outcome of the events burn blister, had to drain the blisters was not resolved. Clinical outcome of the event itching was resolving. Clinical outcome of the other events was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number nsw 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received. Follow-up (24mar2016): follow-up attempts are completed. No further information is expected. Follow-up (12aug2020): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number nsw 8hr product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: a lot trend was not performed. The lot number is unknown. Site sample status was not received.